Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2158-50, serial: (B)(4). Description: linear lead with enhanced stylet, 50cm model: sc-2158-70, serial: (B)(4). Description: linear lead with enhanced stylet, 70cm model: sc-3138-35, serial: (B)(4) and (B)(4). Description: scs phiii ext 35cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was explanted due to a suture opening at the ipg pocket site. The patient was experiencing pain and skin breakage at the suture scar.

Manufacturer narrative:
Additional information was received that the opening of the suture at the pocket site was suspected to be caused by weakness of tissue, and not due to the ipg.

Event description:
A report was received that the patient was explanted due to a suture opening at the ipg pocket site. The patient was experiencing pain and skin breakage at the suture scar.